Event description:
The MFR received info from a third party service ctr alleging a ventilator was alarming and failed to charge its internal battery. There was no harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address this issue. During eval of the device, a "service required" code was observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.